Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported by a customer representative that during the yearly preventative maintenance cycle of the devices at (B)(6), two pump modules came into the work area with no issues. The two pump modules were hung on a pc unit, which was in maintenance mode, to verify the internal serial number to the external serial number. They were then handed to the local tech to start the pm process. Once the two pump modules were attached to the station they alarmed with a communication error and were handed back to me. Customer representative reattached them to the initial pc unit and instead of reading channel a and b like they should, both pump modules were labeled as channel a and only one serial number was populating. Customer representative reattached one pump module to each side and the same issue was still occurring with both channels reading a and only one serial number registering on the pc unit. Customer representative put the pc unit into its regular mode and the pump modules were back to normal where they were reading channel a and b with both serial numbers registering. Customer representative changed the pc unit back to maintenance mode and the channels still registered as channel a and b. There was no patient involvement.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Correction: imdrf annex e and f codes. Additional information: device available for eval?, returned to manufacturer on, device return to manuf ?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported by a customer representative that during the yearly preventative maintenance cycle of the devices at memorial sloan, two pump modules came into the work area with no issues. The two pump modules were hung on a pc unit, which was in maintenance mode, to verify the internal serial number to the external serial number. They were then handed to the local tech to start the pm process. Once the two pump modules were attached to the station they alarmed with a communication error and were handed back to me. Customer representative reattached them to the initial pc unit and instead of reading channel a and b like they should, both pump modules were labeled as channel a and only one serial number was populating. Customer representative reattached one pump module to each side and the same issue was still occurring with both channels reading a and only one serial number registering on the pc unit. Customer representative put the pc unit into its regular mode and the pump modules were back to normal where they were reading channel a and b with both serial numbers registering. Customer representative changed the pc unit back to maintenance mode and the channels still registered as channel a and b. There was no patient involvement.